Event description:
This report is based on information provided by philips remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the patient information center ix indicating that the surveillance was not producing any alarm audio. The device was reported to be in clinical use when the issue was reported. There was no report of an adverse event. The rse worked remotely with customer and assisted with locating the external speaker. The customer wiggled the speaker wires located under the desk and the speaker started working. Also a loose connection was found on the speaker which was tightened by the customer. Based on the information available and the testing conducted, the cause of the reported problem was a loose connections to the external speaker. The reported problem was confirmed the device was operational after the loose connections were found and tightened. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the alarms are going off but no sound coming out from the patient information center ix (pic ix). The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. It was determined that the speaker had a loose connection.